Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). Air dermatome, serial number (B)(4), was manufactured on december 17, 2010, and was over 5 years old at the time this complaint was generated. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome revealed minor cosmetic damage to the head and neck of the hand piece including scratches and nicks. The thickness control lever was loose. The swivel rotates 360 degrees, has 2 engagement pins and has a swivel o-ring. The master blade, serial number (B)(4), was flush with the control bar. The safety switch operated as intended. The device was tested under the stroboscope it #929 with the qa test hose and the motor operated within motor speed specifications. The device was tested with the customer¿s hose and operated within motor speed specifications. However, the device was vibrating when tested and there appeared to be a leak at the connection between the neck and body of the hand piece. The width plates all appeared to be in good condition. The calibration was out of specification at the zero setting. Repair of the air dermatome was performed by zimmer biomet surgical which included replacement of the thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, hose and o-ring. The service technician noted that the screws were loose that hold the neck to the housing which was causing a vibration. The air hose was also slightly gouged. The air dermatome was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿that there was a possible malfunction causing patient harm¿ was confirmed since during the repair the service technician noted that the screws were loose that hold the neck to the housing which was causing a vibration. While the service technician confirmed that there was a possible malfunction as the screws were loose that hold the neck to the housing which was causing a vibration, it is unknown with the information provided how this occurred. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. The device is over 5 years old and has not been previously repaired by zimmer biomet. The IFU states that ¿the zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy.¿ air dermatome was repaired, tested and returned to the customer.

Event description:
It was reported that during surgery there was a "possible malfunction causing patient harm."